Event description:
It was reported that the patient had a syncopal event. The lead was explanted due to high impedances (greater than 200 ohms). The patient had told a nurse that she would turn her device in the pocket. No further patient complications were reported as a result of this event.

Event description:
It was reported that the patient had a syncopal event. The lead was explanted due to high impedances (greater than 200 ohms) and fracture. The patient had told a nurse that she would turn her device in the pocket. Additional information was subsequently received reporting the patient did not have a syncopal event. Later, information was received from the patient's attorney alleging a defective lead caused the patient to be shocked multiple times. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Evaluation summary: ddfib conductor fractured; full lead returned. It was reported that the patient had a syncopal event. The lead was explanted due to high impedances (greater than 200 ohms) and fracture. The patient had told a nurse that she would turn her device in the pocket. Additional information was subsequently received reporting the patient did not have a syncopal event. Later, information was received from the patient's attorney alleging a defective lead caused the patient to be shocked multiple times. No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination component/subassembly failure lead conductor device was out of specification in a manner that relates to event impedance, high lead(s), fracture of shock, inappropriate noise defective device.